Event description:
The manufacturer received information alleging a ventilators power supply was defective. There was no patient harm or injury.

Manufacturer narrative:
The device was evaluated and the customer's complaint was confirmed. The power supply pca was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.